Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine and dilaudid via an implantable pump for non-malignant pain use. It was reported that the pump was refilled last week and the pump continued to alarm after the refill. The healthcare provider (hcp) confirmed that pump had reached a low reservoir status prior to the refill, and the patient had magnetic resonance imaging (MRI). The agent reviewed information on concurrent alarms and advised the hcp on how to silence the current audible alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The rd was revised and reported in accordance with fca guidelines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.